Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files found an activated driveline power fault alarm along with intermittent power a broken faults, which indicate a potential issue with the brown driveline conductor. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had a driveline power fault. Log files confirmed driveline power fault alarms that were associated with (f4) power a broken controller fault flags. The patient underwent a system controller and modular cable exchange.